Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed (unknown surgery performed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient received treatment for- pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received : previously reported event of "injury nos" was replaced with pain. Patient demographic details, reporter and product information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left fallopian tube, it appeared that the essure coil may have been outside of the lumen') in an adult female patient who had essure (batch no. 6106643-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failed essure". The patient's medical history included pregnancy with contraceptive device, multigravida and multiparous (live births: 3 ((B)(6) 2006, (B)(6) 2007, (B)(6) 2013)). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and pelvic pain ("pain") and was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted - as per the previous version, essure was removed on (B)(6) 2017 (type of surgery was not mentioned), however, the current version states that essure is not removed yet and on (B)(6) 2017, the patient underwent bilateral fimbriectomy due to failed essure. Patient received treatment for- pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. The lot number reported (6106643) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-apr-2020: update of batch information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left fallopian tube, it appeared that the essure coil may have been outside of the lumen') in an adult female patient who had essure (batch no. 6106643-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failed essure". The patient's medical history included pregnancy with contraceptive device, multigravida and multiparous (live births: 3 ((B)(6) 2006, (B)(6) 2007, (B)(6) 2013)). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and pelvic pain ("pain") and was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted - as per the previous version, essure was removed on (B)(6) 2017 (type of surgery was not mentioned), however, the current version states that essure is not removed yet and on (B)(6) 2017, the patient underwent bilateral fimbriectomy due to failed essure. Patient received treatment for- pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion.. The lot number reported (6106643) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left fallopian tube, it appeared that the essure coil may have been outside of the lumen') in an adult female patient who had essure (batch no. 6106643-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failed essure". The patient's medical history included pregnancy with contraceptive device, multigravida and multiparous (live births: 3 ((B)(6) 2006, (B)(6) 2007, (B)(6) 2013)). Previously administered products included for an unreported indication: mirena. Concurrent conditions included urinary tract pain, uti, vulvovaginal candidiasis and stress incontinence. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain") and was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). The patient was treated with surgery (essure removal (B)(6) 2017 (per pif)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted - as per the previous version, essure was removed on (B)(6) 2017 (type of surgery was not mentioned), however, the current version states that essure is not removed yet and on (B)(6) 2017, the patient underwent bilateral fimbriectomy due to failed essure. Patient received treatment for- pain. Date(s) of insertion: (B)(6)2013 (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. The lot number reported (6106643) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2021: fu 7 & 8 processed together. Medical record received. Reporters information and medical history were added. Rcc and action taken with drug were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left fallopian tube, it appeared that the essure coil may have been outside of the lumen') in an adult female patient who had essure (batch no. 6106643-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failed essure". The patient's medical history included pregnancy with contraceptive device, multigravida and multiparous (live births: 3 ((B)(6) 2006, (B)(6) 2007, (B)(6) 2013)). Previously administered products included for an unreported indication: mirena. Concurrent conditions included urinary tract pain, uti, vulvovaginal candidiasis and stress incontinence. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and vanishing twin syndrome ("twin pregnancy with fetal loss and retention of one fetus") and was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). The patient was treated with surgery (essure removal (B)(6) 2017 (per pif)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, pregnancy with contraceptive device and vanishing twin syndrome outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered device dislocation, pelvic pain, pregnancy with contraceptive device and vanishing twin syndrome to be related to essure. The reporter commented: discrepancy noted - as per the previous version, essure was removed on (B)(6) 2017 (type of surgery was not mentioned), however, the current version states that essure is not removed yet and on (B)(6) 2017, the patient underwent bilateral fimbriectomy due to failed essure. Patient received treatment for- pain. Date(s) of insertion: (B)(6) 201 (discrepancy) as per mr received on (B)(6) 2021 : twin intrauterine pregnancy and one of the twins does not demonstrate fetal cardiac act viable fetus gestational age is 7 weeks 3 days small subchorionic hematoma. Follow-up examination is recommended for definitive evaluation of second nonviable fetus. Whereas, as per pfs received on (B)(6) 2020 : pregnancy was with no complication with live birth; child healthy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion.. The lot number reported (6106643) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2021: mr received. Reporter's information added. Rcc added. New event:twin pregnancy with fetal loss and retention of one fetus were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left fallopian tube, it appeared that the essure coil may have been outside of the lumen') in an adult female patient who had essure (batch no: 6106643) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failed essure". The patient's medical history included pregnancy with contraceptive device, multigravida and multiparous (live births: 3 (on (B)(6) 2006, on (B)(6) 2007, on (B)(6) 2013). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and pelvic pain ("pain") and was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted as per the previous version, essure was removed on (B)(6) 2017 (type of surgery was not mentioned), however, the current version states that essure is not removed yet and on (B)(6) 2017, the patient underwent bilateral fimbriectomy due to failed essure. Patient received treatment for- pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 14-jan-2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: pfs received : previously reported event of pelvic pain downgraded to non-serious from incident. However, the case category remains as serious incident. New events were added : device dislocation, pregnancy with essure and device ineffective. Batch number was added. New reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.